Event description:
It was reported that the battery independently increased the amplitude after being adjusted. The health care provider (hcp) and the patient were unable to turn the device off. The action required as a result of the event was replacement. Diagnostic testing or troubleshooting was performed. The product issue was resolved and the cause of the event was not determined. The implantable neurostimulator (ins) would be returned once the return boxes arrived. It was unknown if there were any patient symptoms or complications and the patient status was alive with no injury. As far as the manufacturer representative knew the patient was fine.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomaly. The ins underwent a 100 hour test and functioned properly throughout the test. No issues were noted.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 093-28, lot # va0420t, implanted: (B)(6) 2013, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.